Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years due to stenosis. Per the op report, the valve was found to be stenotic and severely deteriorated across all 3 bovine pericardial leaflets. The valve was then removed from the mitral annulus and appropriately debrided. The ventricular cavity and left atrium were copiously irrigated with cold saline solution to remove any particulate debris. The annulus was then sized to permit a 27-mm bovine bioprosthesis which then selected appropriately washed of its preservation solution and mobilized into the operative field. Then sutures were placed about the mitral annulus with pledgets on the inflow side; the valve was seated within the mitral annulus. The patient was weaned from cardiopulmonary bypass without difficulty. Post-procedure tee demonstrates a well-seated mitral prosthesis. No evidence of perivalvular leak, restored ventricular function, and no intracavitary air.

Manufacturer narrative:
(B)(4) deterioration of bioprosthesis. (B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported stenosis and deterioration of leaflets can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, the source of stenosis may have been due to the "severely deteriorated across all 3 bovine pericardial leaflets" noted in the operative report. No further actions are possible with the available information.